Event description:
It was reported the device was explanted and replaced due to premature battery depletion which led to patient "black outs." No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion-normal text : it was reported the device was explanted and replaced due to premature battery depletion which led to patient "black outs." No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination end of life - expected battery device evaluated and alleged failure could not be duplicated premature eri (elective replacement indicator).